Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use was urinary dysfunction/sacral nerve stim reported that she had burn marks on her skin on the upper buttock area from back surgery. The burn marks were about 2 inches below the implantable neurostimulator( ins). She had blisters that had oozed and bled but they were healing. It was also reported that she had a returned of symptoms on (B)(6) 2015. She stated that after the surgery they put in a cath and she had it until (B)(6) 2015. The patient was able to verify stim was not on by noting the lightning bolt was not in the upper left hand corner of the patient programmer(pp). She was able to use the pp and turn stim on. It was noted that she was on programmer 3 and increased stim to 1.3 and reported comfortable stim. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported that she had 3 circular burn marks over where the battery was: 2 dime size and 1 quarter size. She was concerned it was somehow damaged but the emergency room said it was fine. The return of symptoms was resolved.